Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set broke during peritoneal dialysis therapy resulting in a leak, which is known to cause this alarm. The cause of the break could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. The patient stated that part of their transfer set broke causing solution to leak out which led to the alarm. The patient was assisted with clearing the alarm and ending the therapy to contact the nurse about their transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.